Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter; product ID 8590-1, lot# n099593, implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type accessory; product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the pump battery depleted. The pump was at ¿end of battery life.¿ severity was reported as ¿mild.¿ the pump was replaced on (B)(6) 2014. The pump was infusing lioresal and morphine. Additionally it was reported that they were unable to aspirate fluid and there was no ¿free flow¿ of cerebral spinal fluid (csf) on (B)(6) 2014. It was noted that there was an ¿isotope¿ pump study and the results were ¿catheter occlusion¿ on (B)(6) 2014. It was noted that it was related to the device or therapy. Additional information received reported there was a catheter fracture. The ¿isotope¿ pump study ((B)(6) 2014) diagnostic result was ¿no flow to subarachnoid space.¿ there were no signs or symptoms. Additional information received reported the fracture was located on the lumbar portion of the catheter. Additional information received reported that the catheter fracture (lumbar portion) was found when the patient was having ¿a pump replacement for battery.¿ the catheter was replaced on the same day ((B)(6) 2014). The event resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received reported that it was normal battery depletion. Additional information received reported that the catheter fracture was on the spinal segment.